Manufacturer narrative:
Final analysis found a complete lead returned for analysis. All damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
It was reported that there was noise observed on right atrial (ra) and right ventricular (rv) leads. The leads were explanted on (B)(6) 2018. Further information could not be obtained.

Manufacturer narrative:
Correction: patient and device codes were missed in the initial report. This report notes the correct codes.